Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator (ICD) exhibited high capture threshold on the right ventricular (rv) channel. The rv lead was then repositioned, and it was then noted that the ICD still exhibited high capture thresholds. Decreased r-wave and failure to sense were noted as well. The rv lead's parameters tested adequately without the device. At this point, the rv lead could no longer be connected to the device header, it was noted that the set screw could not be tightened. The ICD was ultimately not used, and a new ICD was implanted successfully. The patient was in stable condition.

Manufacturer narrative:
The reported events of device sensing anomaly and capturing anomaly were not confirmed. The device was above elective replacement indicator (eri) upon received. Functional testing of the device was normal. No anomaly was observed. The reported field event of setscrew anomaly was confirmed. The ventricular setscrew was found to be fully stripped from the lead bore. This would not allow the set screw to be tightened and properly secured the lead. It is suspected the damage occurred during the procedure. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.